Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery, and eye pain is a known side effect. The root cause could not be determined conclusively. (B)(4).

Event description:
Upon additional follow up, reporter indicated the patient is fully recovered and is no longer experiencing any of the symptoms initially reported.

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a bilateral case of transient light sensitivity (tls) twenty days post photo refractive keratectomy (prk) of the right eye. The patient is complaining of pain and photophobia. Reporter indicated topical steroid eye drop dosage was increased. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.